Manufacturer narrative:
Additional information, b5: upon follow up it was reported that on an unknown date, antibiotic treatment was discontinued and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was not reported if the patient was hospitalized for the peritonitis event. The day after the event onset, the patient was treated with injection vancomycin (1gm/ once in a week/ intraperitoneal/ ongoing), injection amikacin (500mg/ once a day/ intraperitoneal/ for 3 days) and injection meropenem (1gm/ in 1bag/ for one day). Two days after the event onset, the patient started taking injection meropenem (500mg/ twice a day/ intraperitoneal/ ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy is ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.